Event description:
It was reported that a patient was implanted with nail, helical blade and screw for an intertrochanteric fracture in (B)(6) 2011. Patient complained of postop pain and x-rays showed the helical blade had migrated. The flat portion of the helical blade that slides within the nail maxed out and the helical blade migrated superior and perforated the femoral head. The hardware was explanted on (B)(6) 2011 and patient was revised to a total hip. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed when the sales consultant was called to discuss details and request x-ray images that the treated fracture was highly comminuted and the bone quality of the patient was poor. The consultant was not able to confirm that the blade migrated medially or if the femoral head collapsed over the blade. The failure described in this complaint could be due to many factors, including: improper reduction of the fracture, improper insertion of the blade, poor bone quality, post-operative non-compliance of the patient, patient health factors that may inhibit bone healing, the nail/blade design does not allow proper sliding, or the blade design does not allow adequate bone purchase. The nail and blade designs are such that the blade can slide within the nail. There are no parts of the design that inhibit this sliding. The blade was also designed in such a way to maximize stability in the bone. In comminuted fractures or patients with very poor bone quality, the bone may not be able to hold up against biomechanically loading, thus causing construct failure due to collapse of the femoral head over the blade. The long term use and success of tfn coupled with the low volume of complaints (related to migration) suggests that the system, when used as intended, is effective for treating the indicated fractures. There is no data or evidence to suggest that the failure can be attributed to the design of the nail or blade. The lack of x-rays and patient data make it very difficult to determine the exact cause of the failure. The manufacturing evaluation showed that the screw was returned with the 4th and 5th thread on one side, and the 8th, 9th, and 10th thread on the opposite side are damaged. The anodize layer has been removed on all damaged threads. The hex feature in the head is deformed. The screw anomalies indicate the screw has been used. The dimensions measured are within print specification. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)